Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the complaint device was returned without the control unit. Clear heat shrink was found on the tip of the device. An attempt was made to insert the complaint device into a compatible catheter and strong resistance was felt, no resistance was felt when a normal device was inserted into the catheter. The heat shrink tubing is placed on the device to aid in manufacturing, however is intended to be removed prior to completion. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2014. It was reported that during preparation of the device it was noted that the tip of the truepath cto device was thicker than the previous devices used. The procedure was completed with another device truepath cto device. No patient complications were reported. Examination of the returned device revealed heat shrink tubing on the end of the device.